Manufacturer narrative:
Analysis of the pump revealed feed thru anomaly, shorting across insulator.

Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. The reporter did not know when the alarms had occurred, but was going to meet with the physician the day of the report. The physician had stated there were 8 motor stalls. Per the telemetry strips the motor stalls and motor stall recoveries occurred intermittently between (B)(6) 2014 with a stopped pump period may exceed tube set on (B)(6) 2014. The patient was not around any magnets. The patient did not hear the alarm, but the patient was elderly and hard of hearing. At the refill also the day of the report the actual residual volume was greater than the expected residual volume, arv: 18ml and erv: 6ml. Per the reporter the motor stall time did not account for the entire drug discrepancy. The patient had also reported having a rash all over their torso and being itchy. The patient also reported lack of pain relief and urticaria that has not responded to any treatment. Per the reporter they were going to schedule a roller study and aspirate the side port. They were also planning urgent pump replacement and planned side port study on table to decide catheter replacement. Per the reporter as of (B)(6) 2014, nothing has been done this far. They were working up for the surgery to replace the pump and the catheter would be evaluated in surgery. The telemetry strips noted the pump was used to deliver prialt and dilaudid. No patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported the pump was replaced (B)(6) 2015. The cause of the issue was unknown, no sources of emi were suspected. The catheter was intact and needed no revision. Prialt was started in the pump. The patient tolerated the implant without difficulty. The patient was doing well and they were titrating the patient up slowly so is not yet receiving optimal effectiveness but they were getting there.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.